Event description:
Patient revised to address infection. Head and liner revised. Update received (B)(4) 2015. (B)(4) was received. Transfer from another medical center for orthopedic evaluation of septic right prosthetic hip. About two weeks ago, the patient noted that his right hip was sore. Says that he had that hip replaced about seven years ago secondary to osteoarthritis and has had no pain since then. Procedural notes state: in place were metal-on-metal components, a depuy pinnacle 300 cup 56 mm, a pinnacle metallic liner 56od, 40 mm ID, a 40 mm head plus 5 neck and a 16.5 prodigy porous-coated stem. Since this was a metal-on-metal revision we were changing that over. I did notice some metallosis underneath the femoral head, but it was not generalized metallosis or any findings such as that or any kind of reaction in the general hip region. There was a little bit of metallosis there, but otherwise appeared to be a well-functioning metal-on-metal hip. The liner and head are now being reported to address these concerns.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).